Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the defibrillation impedance rose from 59 ohms to 94 ohms between (B)(6) 2015 and (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead high voltage coil impedance gradually rose and was high, which triggered an alert. The impedance is now stable and there was no oversensing nor other lead issues. It was also reported that the device battery voltage was at the elective replacement indicator (eri) voltage, but the device had not triggered eri. It was noted that the device does not trigger eri until there are three consecutive nightly measurements at or below eri. The lead and device remain in use. No patient complications have been reported as a result of this event.